Manufacturer narrative:
Date of initial report: september 26, 2007. To date the incident device has not been returned for evaluation. If the device is returned or if additional information pertinent to be reported incident is received a follow-up report will be issued.

Event description:
The report stated that the ls1020 ligasure handpiece did not seal. The surgeon completed a sealing cycle with an end tone, but when the tissue was bisected it was not sealed. Bleeding occurred but was controlled with sutures. This happened on multiple seals. The surgeon then switched to an ls1120 ligasure handpiece and completed the case without further incident. No transfusion was necessary and the patient has fully recovered.